Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the customer was able to interact with the pump screen after completing the reset, resolving the issue.